Manufacturer narrative:
Evaluation results: related to operational context (device inspected prior to use with no issues noted. Stent damage is most likely procedural related). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusions: operational context contributed to event (device inspected prior to use with no issues noted. Stent damage is most likely procedural related). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a lesion in the rca. Device was inspected with no issues noted. Resistance was noted when advancing and the physician could not push the stent after the first bend in the rca. When the device was removed it was noted that the stent was deformed. The physician has used a non-medtronic stent to finish the procedure. No clinical sequelae were reported. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The stent was deformed at its 1st proximal segment.